Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer disclosed that they had emergent dental work on tooth #13 (they previously had tooth #13 filled in october) and it had cracked- the dentist expressed concern the tooth was dying and referred to a specialist due to bone loss/ concerns for root canal/ crown evaluation. The customer stated they are wearing their aligners but they do not fit as well.